Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used. Investigation summary: it was performed the DHR, quality notifications and maintenance records where record potentially related to failure was found. However, without confirmation of the batch involved in the complaint, it is not possible to associate the claimed occurrence. The image provided was evaluated and it was possible to observe barrel cracked. The potential cause for this is a syringe assembly failure that caused the damage. To define and manage actions to correct the incident, the corrective and preventive action was conducted. CAPA (B)(4) was conducted. (B)(4).

Event description:
It was reported that a syringe solomed 3ml ll 22x1-1/4 w/sh sla was damaged before use. The following was reported by the initial reporter: "the client informs that aspirating the medicine from the ampoule into the syringe, he verified that it was cracked in the body region, making its use unfeasible."